Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. Note: no known device information due to procedure being abandoned.

Event description:
It was reported that the patient's ((B)(6)) implant procedure was abandoned due to access issues, as well as failure to identify the target implant vessel due to patient anatomy.